Manufacturer narrative:
Investigation is ongoing. Additional information will be provided upon conclusion of the investigation. This bed is equipped with indigo module.

Event description:
During an arjo technician service visit it was found that the enterprise 8000x bed equipped with the indigo module (intuitive drive assist) drove by itself. The bed with the activated indigo accelerated and run away from the bed operator. The bed was stopped by the operator who activated the emergency stop switch. No patient was involved at that time. No injury was reported.

Manufacturer narrative:
The manufacturer investigation has revealed that cause of the uncontrolled movement of the indigo module is multi-factorial however the main factor is an insufficient design solution for the indigo printed circuit board (pcb) located inside the indigo module. To minimize the risk of any health consequences, operator should use the product correctly following the indigo instruction for use 416260-en, which states: "when operating indigo, maintain contact with bed at all times" "the indigo intuitive drive assist comes equipped with emergency stop switches located at both the foot and head ends of the bed." "After using indigo. Deactivate indigo and apply breaks by placing the pedal in the most downward position". In the complaint at hand, however the operator lost contact with the bed. Arjo device failed to meet its performance specification since the indigo worked incorrectly. The bed was not in use with the patient at that time. No injury was reported. The complaint was assessed as reportable because the operator lost the control over the bed, that moved itself and ran away from the operator.